Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device history log was reviewed and event was confirmed by showed occurrences of error ID 01. "The device was not received because it was repair locally. To solve the issue the bipolar stepper motor have been replaced and the part was sent in brézins for investigation. According to the investigation, nothing was noticed during the visual inspection. Functional check was performed on an agilia sp tester. The motor operated correctly at various speeds in perfusion mode and completed a one-hour running-in period at 60ml/h. Following this, maintenance test 11 was carried out, rotating the motor both forward and backward. To verify its torque, a back-pressure test was conducted at 200ml/h, followed by an occlusivity test at 1200ml/h. No technical errors were observed during the testing phase. The reported issue was confirmed, as it was found in the logs and the photos provided for analysis. However, the root cause remains unknown. The failure is likely due to another component, which can only be investigated with the device concerned. To our knowledge this complaint is not being related to patient safety." This complaint is considered as valid the trend is normal the reported risk is lower compared to the estimated risk for this issue as per our local procedure, we initiated no action.

Event description:
The following has been reported: the machine shows "error01" can not be used, we need to replace the motor kit (z178964). Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.